Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced headaches, nausea and drowsiness. The cgm was reading low and the patient was taken to the hospital by his wife. There they took a blood glucose reading which was 22.0 mmol/l. The patient was treated with unspecified IV medication. The patient was admitted 2:30 pm (B)(6) 2025 and discharged 5:45pm same day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect - clinical code - e0209 sleepiness/drowsiness/somnolence.